Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."

Event description:
Allergan sales representative called on behalf of a physician to report an "infection" in a patient that had a lap-band device. The infection was cultured and found to be a strain of the "demella species of strep." Unknown if additional treatment has been given.